Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for routine follow-up with stored episodes of inappropriate ams due to atrial lead noise. Programming changes were made. The patient will be monitored with routine follow-up. Patient is stable.